Event description:
It was reported that during surgery while the patient was being treated for a tibial shaft distal spiral fracture, the tips of the inserter short and the inserter connector short fractured when the surgeon tightened an end-cap for intramedullary nailing with the side stop screws. The fractured part of the inserter connector short became stuck in the end-cap screw hole and the fractured part of the inserter short was removed. No fractured parts fell in the patient body and no adverse event occurred.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that during surgery while the patient was being treated for a tibial shaft distal spiral fracture, the tips of the inserter short and the inserter connector short fractured when the surgeon tightened an end-cap for intramedullary nailing with the side stop screws. The fractured part of the inserter connector short became stuck in the end-cap screw hole and the fractured part of the inserter short was removed. No fractured parts fell in the patient body and no adverse event occurred. It was further reported that the procedure was completed by using another end-cap and solid inserter short.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. (B)(6). There are warnings in the package insert that state that this type of event can occur: ¿intraoperative fracture or breakage of instruments has been reported.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-09248 / 09249).

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to report device evaluation results. Evaluation of the returned device found the fractured surface is consistent with a torsional overload. Product likely failed due to misuse, by product being put through torsional overload, and/or not inspected for wear and disfigurement prior to use, which may have prevented the use of the instrument and its failure. This was not a supplier issue. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."